Manufacturer narrative:
Technical support performed troubleshooting of error code 600.6825 over the phone with the customer and was unable to determine the root cause. Tech support went over the network configuration/ maintenance steps and recommended to return the unit for repair if error persists. Device history review: a review of the device history record showed the device had a manufacture date of 10/19/2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Troubleshooting over the phone.

Event description:
It was reported that the customer wanted to know how to correct this error code. The error code displayed was 600.6825. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of: 8015 error code 600.6825. Technical support - 1. Connect the alaris pc unit to the alaris system maintenance v10.33 software and repeat the transfer network configuration (silent) task. 2. If the transfer network configuration (silent) task fails, refer to the alaris system maintenance v10.33 software user manual for transfer network configuration ¿ error handling information. 3. If the error persists, return the alaris pc unit to carefusion for repair. A review of the device history record showed the device had a manufacture date of (B)(6) 2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the customer wanted to know how to correct this error code. The error code displayed was 600.6825. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the customer wanted to know how to correct this error code. The error code displayed was 600.6825. There was no patient involvement.